Event description:
It was reported that a user¿s dexcom g7 cgm became unpaired from the ilet after the user turned off the device due to frequent notifications, and pairing subsequently failed to the ilet while the cgm remained a dexcom g7. Symptoms included no reported adverse clinical symptoms and no blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included guided troubleshooting with toggling bluetooth, restarting the device, and re-entering the pairing code to reinitiate the pairing process. Investigation of this case revealed a communication and connectivity issue between the cgm and the ilet, attributable to device power-off and subsequent pairing disruption, with software or bluetooth communication as the implicated component. It was concluded, based on previously established findings for similar reports, that user interaction leading to device shutdown and routine connectivity behavior were the most likely causes, with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.